Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. To address the situation, the customer loaded a new cartridge and acknowledged instructions to call back for additional troubleshooting if a similar issue occurred in the future.